Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient underwent an MRI but the family did not mention to the radiologist that the patient had an implant. The scanner used was a 1.5 tesla siemens and the scan was stopped after the first sequence (t2 coronal plane). Afterwards, the parents noticed that the coil was not holding anymore on the head. A stronger magnet was tried which was able to stay attached to the implant. Patient upgraded to a sonnet with dl coil with strongest magnet. The patient has been re-implanted on (B)(6) 2017. As per explant report form, demagnetization after MRI led to explantation.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect which is expected to have been present whilst implanted or would explain for the reported problem. Reportedly the magnetic attraction decreased after an MRI examination and was solved by using a stronger external magnet in (B)(6) 2016. However, in (B)(6) 2017 the device was explanted and the device explantation report form points to a demagnetization after the MRI, but this is in contrast with the previous solution of using a stronger external magnet. Also, the device investigation revealed the internal magnet strength to be within specification. Therefore a root cause of failure cannot be uniquely assigned. This is a final report.

Event description:
The recipient underwent an MRI but the family did not mention to the radiologist that the patient had an implant. The scanner used was a 1.5 tesla siemens and the scan was stopped after the first sequence (t2 coronal plane). Afterwards, the parents noticed that the coil was not holding anymore on the head. A stronger magnet was tried which was able to stay attached to the implant. Patient upgraded to a sonnet with dl coil with strongest magnet. The patient has been re-implanted on (B)(6) 2017. As per explant report form, demagnetization after MRI led to explantation. However, despite several requests, no additional information or confirmation has been received from the field with regards to the circumstances of re-implantation.